Event description:
Vaginal infection [vaginal infection] , two big pieces of it came off and was inside of me for three months-tampon [foreign body in reproductive tract], it's catching- tampon [device physical property issue], stench-vagina [vaginal odour] , pain- vagina [vulvovaginal pain] , two big pieces of it came off...big mesh squares-tampon [device breakage] . Case narrative: consumer reported via phone that the cotton mesh from the tampons come off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.